Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing comprehensive information on how to reset the pump, and guided them through the process. After the reset, the error code did not reappear. Caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.